Event description:
The report received indicated during an endovascular procedure, the physician had problems with the device; it was reported that the information on the label of the smart control nitinol stent system indicated the length of the device as 120cm; however, the length was 150cm. The problem was identified while using the device in the patient; as a result of the problem another smart control nitinol stent was used.

Manufacturer narrative:
The product is not available for evaluation. The event information indicated that intervention was required to prevent permanent impairmemt; however, as of yet not other information is available. Additional information will be submitted within 30 days upon receipt.